Event description:
Caller reported a malfunction with a continuous glucose monitor, specifically error 42, related to a g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a complete pump reset, and the error was resolved, as no further error codes appeared.